Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced diabetic ketoacidosis while using the pump. Although requested, customer declined to provide any further details. Per health care provider, the customer is no longer using the pump for insulin therapy.